Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown mg/dl. The customer had a low while in the sleeping and had to call paramedics. The customer stated he wake up with high blood glucose over 200 mg/dl. The customer can't feel highs, eye damage and neuropathy. The customer was in and out of the hospital due to low sugars, got that under control and was forbidden to drive for a while. The customer also reported that he had no delivery alarms. The customer was offered to transfer 24 hours helpline but declined.